Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing multiple low and high blood glucose level events. The customer reported having low blood glucose levels on 630g pump which started on (B)(6) 2017. The customer's low blood glucose levels were around 50-60mg/dl. The customer treated low blood glucose levels with orange juice. The customer reported having high blood glucose levels on 670g pump which started on (B)(6) 2017. The customer does not know the blood glucose levels for (B)(6) 2017. The customer experienced high blood glucose levels from 500-540 mg/dl once he changed out his sensor. The customer experienced on both pumps low blood glucose levels of 40mg/dl. The customer does not know his blood glucose at the time of the call. The customer reported having issues with sensors and no delivery alarms. The customer was assisted with trouble shooting the problems they have with updating sensors. Nothing will be returned or shipped.